Event description:
The customer contact reported the device alarmed with malfunction alarm code s233 (over temperature) and produced a squealing noise. The device was returned to the biomedical dept with a note "s233 high ambient temp malfunction and fan makes loud squealing noise". There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device fan produced an abnormal noise and s233 (over temperature) was noted. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device fan produced an abnormal noise and s233 (over temperature) was noted in the device history. The probable cause of the malfunction alarm code s233 and abnormal noise was due to a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.